Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to interrogate with the provided radiofrequency head. The head cable was replaced. It was also indicated that the stylus was not functional and therefore were replaced. It was also indicated that the rubber pads on the lower case were damaged and therefore replaced. The programmer software was reloaded and updated and the programmer passed functional and systems tests. (B)(4)

Event description:
It was reported the programmer was unable to interrogate devices. Multiple programmer heads were attempted with no success. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.